Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that the patient was connecting to an improperly primed patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It also instructs the user to verify that the patient line is properly primed and to follow instructions for re-priming if the fluid level is not near the connector. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm on a homechoice device, it was reported that the home patient (hp) had been leaving the patient line clamp closed during priming and then connecting to the improperly primed patient line. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.